Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, one of the bands was fractured. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device inside the patient was provided by the customer and shows that a band was broken.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital block h6: imdrf device code a04 captures the reportable event of band was damaged.